Event description:
Article: peter derman, md, atul kamath, md, gwo-chin lee, md (2013). Saline-coupled bipolar sealing in revision total knee arthroplasty for infection. The american journal of orthopedics 42(9). Aqm device used tka revision patients due to infected primary tka and conventional methods of blood management unable to be used. Single-surgeon case controlled study to evaluate how the choice of aqm device affects total blood loss, transfusion requirements, and total cost in revision tka for infection. Patients received allogeneic blood transfusions only when symptoms (lethargy, diaphoresis, tachycardia, hypotension) warranted, and not by predetermined transfusion triggers. Transfusion requirements (aqm 27 patients vs. 25 patients, aqm 1.4 units transfused vs. 1.8 units, aqm 6 patients with greater than 2 units transfused vs. 13 patients) event date: 12/31/2010 as it is noted in the article that the most recent case performed was 2010, therefore the last day of 2010 chosen as event date. Due to lack of patient identifying information all 27 patients who received transfusions will be grouped as one under this pe.

Manufacturer narrative:
Eval method/results/conclusion: generator still in use and facility not returning for investigation. (B)(4).